Event description:
It was reported that a device was used during an laparoscopic assisted vaginal hysterectomy. The device seal tore off and fell into abdomen but was retrieved. Opened another device to complete the case. There was no consequence to patient.